Event description:
It was reported that the patient was not getting therapeutic effect. The managing physician performed an x-ray and saw that the catheter had pulled down status post fall. Side port revealed the catheter tip was still intrathecal. An indium dye study was performed and did not show drug moving past the catheter/pump connection. The physician pulled all of the drug out of the reservoir and found a full 20cc. The pump and catheter were both replaced on (B)(6) 2012. The intrathecal fascial site was closed with fibrin glue. The patient required hospitalization for the event. No symptoms were reported. Patient at the time of the report was no injury or adverse event. The device system was used to deliver lioresal (baclofen).

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found an indent in seal of the sc connector.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Conclusion will be updated/corrected for this event.